Event description:
It was reported that the left ventricular (lv) lead was exhibiting unstable thresholds as well as loss of capture, at which point the atrium was captured when pacing on the lv lead. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 6949 implantable tachy lead, (B)(6) 2007. A 4076 implantable pacing lead, (B)(6) 2007. (B)(4).